Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a 7 cm thoraco-abdominal aortic aneurysm which extended from the mid-descending aorta to just above the sma. The proximal aortic neck was 31 mm in diameter and enlarged to about 38 mm in diameter. The aorta was tortuous. The pt was not a candidate for open repair and had a previous abdominal evar repair. It was reported that talent stent graft was placed in the mid-descending aorta after the physician had made graft fenestrations for the celiac artery and other vessels. The stent graft was ballooned with a reliant balloon, which was partially inside the crown of the graft. The physician was ballooning aggressively and over-inflated the balloon. As a result the aorta ruptured (see MFR # 2953200-2010-02591 and MFR# 2953200-2010-02592). A 46 mm talent thoracic stent graft was placed to successfully cover the rupture. The pt did not feel well and is paraplegic. No additional info was provided.

Manufacturer narrative:
(B)(4). Eval results and conclusions: (tortuous aorta, thoraco-abdominal aneurysm), (arterial trauma/dissection/perforation), (stent graft was fenestrated, aggressive ballooning inside the crown of the graft).